Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment complaint is confirmed. One unpackaged ar-9811 batch number 66559354 was received for investigation. Functional testing was not conducted due to the damage to the ceramic face. Visual evaluation found that the aspirating probe ceramic face electrodes are damaged /broken/burned. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 12/01/2022, it was reported by a sales representative via sems that a ar-9811 apollorf fell apart. This occurred during a labral repair on (B)(6) 2022 when the face of the wand popped off. There were no fragments produced in the joint, as the piece that popped off remained slightly attached to the device. The case was completed using another ar-9811, with no patient effect.